Manufacturer narrative:
The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: the separation of the margins of a closed surgical incision may or may not display clinical signs and symptoms of infection. Wound dehiscence may or may not be accompanied by extrusion of underlying tissue, organs or implants. Separation may occur at single or multiple regions, involve the incision¿s entire length, and affect one or more tissue layers. Device history review was not possible due to the lot number being unobtainable.

Event description:
Switzerland. Literature case ¿ the publication "first experience from 200 cases with a new breast tissue expander for multi-stage pre-pectoral breast reconstruction after mastectomy" reported two cases of wound dehiscence involving motiva flora tissue expanders. In both cases, device replacement was required. No additional clinical information was provided in the article.

Manufacturer narrative:
1. Overview: the quality department (pms) received a complaint involving a motiva® device. Further details are provided in the cq ¿details¿ section. 2. General conclusion: ¿ device involvement: a causal relationship between the reported event and the device has not been established. ¿ event characterization: the event was classified as dehiscence not confirmed 3. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. 4. Dfu and labeling evaluation: the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: wound dehiscence - the separation of the margins of a closed surgical incision may or may not display clinical signs and symptoms of infection. Wound dehiscence may or may not be accompanied by extrusion of underlying tissue, organs, or implants. Separation may occur at single or multiple regions, involve the incision's entire length, and affect one or more tissue layers. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. 5. Device history record (DHR) review: device history review was not possible due to the lot number being unobtainable 6. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: ¿ no adverse or unexpected trends related to device rupture have been identified. ¿ no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.